Event description:
It was reported via repair work order that the cot could not be properly secured to the fastener due to retaining post brackets that were cracked and not attached to the cot. Also, the litter support bracket connecting the fowler to litter on the right side was broken where the nut attaches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.